Event description:
Potential for injury associated with a tdxsp custom power chair that is slowing down and speeding up. This issue could cause erratic/unintended movement which could cause injury to the user and any bystander.